Event description:
A medtronic representative received a report from a site that while in a spine procedure, they experienced unexpected software behavior of the tool card disappearing during navigation. Tool being used was a violet navlock tracker with a 4.75 solera driver. The tool card disappeared and the site was unable to navigate. After a 5 minute delay, the tool card was re-added, then verified, and the surgeon proceeded with the surgery. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The software log data was analyzed: logs show instruments added initially at 12:44:23 which did not include solera 4.75 driver. At 14:20:56, solera 4.75 driver added to the procedure. No other instruments were added after the solera 4.75 driver was added the first and only time. The solera 4.75 driver was not added to the procedure before it allegedly disappeared. Logs indicate the driver was only added to the procedure once. Software functioning as designed. System has been used since with no issues.

Manufacturer narrative:
Patient weight not made available from the site. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported.